Event description:
A malfunction was reported by the customer in a tandem pump, identified as malfunction 199 and related to malfunction code 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump since it was under warranty. The customer was informed that the replacement pump would have updated software and was instructed on how to manage the transition to the new device, including putting the old pump into storage mode and programming the new one. The customer was also guided on returning the malfunctioning pump to avoid incurring charges.